Event description:
In 2008, the patient reported she has been receiving repeated occlusion messages on her insulin infusion device and seeing air bubbles in her infusion set tubing. She stated she changes the tubing and primes it without error but the next day, she again has air bubbles in her tubing. She stated she uses room temperature insulin in her cartridges. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to returned for evaluation.